Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient leads was broken. Moreover, the patient stated that a surgery was scheduled two days from now. The patient was referred to physician. Additional information received indicates that there was fractured identified in the lead body via fluoroscopy. Furthermore, this lead was not successfully replaced due to patient subclavian vein was occluded. This lead remains in service. No adverse patient effects were reported.